Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved angio-seal device was difficult to insert. During a peripheral intervention involving femoral access with a 6fr pinnacle sheath the exchanging for a 6fr 45cm destination sheath. After the case was completed and femoral angiogram done. It was decided to be optimal to close with an angio-seal. The angio-seal device would not insert fully to connect into the angioseal sheath and after multiple attempts to try and connect, they were unsuccessful. The md pulled everything out deploying the angio-seal in the skin tract. The anchor and plug were retrieved out of the skin tract. Manual compression was performed for hemostasis. The patient's condition was stable. The procedure outcome was undesirable. No amount of blood loss was provided. There was no patient injury, medical/surgical intervention required.